Manufacturer narrative:
A ge svc rep performed an on site investigation. The control panel processor, image processor board, and the lift switch were replaced during the svc call. The sys was testing and found to be working as intended and put back into svc.

Event description:
The customer reported that the 9800 sys left switch was stuck, then there was a loss of fluoro during a case. No pt injury was reported.